Manufacturer narrative:
The insulin pump was received with stuck in the bolus delivery loop due to a software anomaly. The button anomaly was unable to be verified due to software error anomaly. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose level was 433 mg/dl. Customer's father advised the b button was unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.